Event description:
It was reported, the patient's extension eroded. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the extension was explanted and replaced to address the issue. It is undetermined which extension the allegation is against.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 extensions; however, it is unknown which extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371ans, UDI: (B)(4), serial: (B)(6), batch: 7433778. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.